Event description:
It was reported that a 3rd party trained vendor tried to update the cardiosave intra-aortic balloon pump (iabp) eprom chip and the device did not boot up afterwards. There was no patient involved .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) chip is not compatible.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) chip is not compatible. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he confirmed error code 54s in logs and date and fault table corrupted with erroneous errors , replaced main pcb per customer request and reloaded software & calibrated unit , performed passing functional test on field action so same service visit . Unit returned to clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0770 sn: (B)(6) pcba exec processor board this part was received with a reported unit failure message of unit would not boot up. Performed visual inspection of this part received and part looks to be in good condition, however the fat dept. Observed the real time clock nvram ic on the executive processor board has been expired due to 8 years replacement time. Due to nvram ic expired the fat cannot be investigated further for this board. Retaining this board in the fat dept. As per procedure 0002-07-d008 rev aq. Due to old part revision this board is not sending back to supplier for investigation.